Event description:
Information was received indicating that this ambulatory infusion pump exhibited a high pressure alarm. The patient removed the pump's batteries and then the pump reset. It operated fine and then exhibited a 'no disposable clamp tubing' alarm. This would occur every 30-40 minutes. The pump was replaced. No adverse patient effects were reported.